Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Follow-up and laboratory studies indicate that floseal was found in the right vertebral artery and basilar artery. Histologic parietal lobe shows a small vessel with occlusion by similar eosinophilic foreign material. In this case the author sustains to have used two different products for hemostasis, with the other product being a non- baxter thrombin-soaked sponge. As per IFU floseal should be approximated to the area of bleeding, and care should be taken not to inject it in a vessel. Caution should also be used when using the product in areas of negative pressure. A likely scenario includes using floseal, with subsequent manual pressure using thrombin sponges. The mechanical force used for mechanical tamponade may compress floseal into a blood vessel, leading to the reported cerebral infarct event. An alternative scenario includes lack of visibility which might have led to injection of floseal directly into the vessel. Both scenarios will present with an elevated pressure sufficient to inject or compress floseal into the vascular system. The likely cause of the reported event was the user-related error of applying mechanical pressure for tamponade using a thrombin sponge, or inadvertently injecting floseal in a vessel during procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer/compounder: baxter healthcare - (B)(4). Device manufacturer postal code: (B)(4). Literature article: coss d.j., tlomak w., and cochran e. ¿two cases of cerebral infarcts caused by topical hemostatic agent embolism¿. Am j forensic med pathol. 2021;42(2):182-185. Doi:10.1097/paf.0000000000000630. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cerebral infarct after undergoing an elective anterior cervical discectomy, bilateral foraminotomies and cervical vertebrae (c3-c6) fusion in which floseal was used. During the procedure, an irregular vessel was encountered, and the patient developed brisk bleeding on the right side of the cervical vertebrae at the c3¿c4 level. The bleeding was treated with floseal and a non-baxter product. Hemostasis was obtained and maintained for the remainder of the procedure. During the immediate postoperative period, the patient experienced delayed awakening and was not breathing spontaneously. Computerized tomography angiogram revealed an occlusion of the right vertebral artery with an intraluminal low-density material and small gas bubbles in the bilateral v4 segments and basilar artery. The patient underwent intra-arterial thrombolysis and thrombectomy with recanalization of the basilar and right vertebral arteries. A follow-up computerized tomography of the head showed changes consistent with evolving acute infarcts of the pons, inferior left cerebellar hemisphere, vermis, and right frontal lobe. The patient was placed on comfort care and the following day the patient passed away. The cause of death was not reported. The autopsy showed infarcts of the brainstem, cerebellum, right temporal lobe, and right parietal lobe. Multiple arteries showed occlusions, moderate atherosclerosis and emboli composed of amorphous eosinophilic branching nonbirefringent material. No additional information is available.